Manufacturer narrative:
Root cause was determined to be operator error due to the manual loading process of product into recessed pockets on the ffs machines. Production supervisors were notified and the quality department will continue to monitor these types of complaints. Actual device not returned, picture sent.

Event description:
Customer reported on k67-05-23 that 1 pc had a packing failure.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported on k67-05-23 that 1 pc had a packing failure.